Event description:
On 06-jan-2026, pentax medical became aware of an event involving a pentax medical video processor model: epk-3000, serial number: (B)(6) in china within the apac region. During an endoscopic procedure, a connection failure occurred in the processor, causing the display to go dark. While the endoscope was being withdrawn, the patient's nasal cavity was damaged, resulting in nasal bleeding. The operator promptly performed hemostasis by placing a gelatin sponge hemostatic agent in the nasal cavity and monitored the patient until the nasal cavity recovered to normal. After the processor was restarted, the display returned to normal. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code: 4458 epistaxis. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 1183 no display/image. Component code: 4776 insufficient information. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 20-jan-2026. Regarding the reported processor power loss, the facility confirmed that the system cart and facility power supply were functioning normally. The cause of the processor power loss could not be identified. The endoscope used during the procedure was identified as model: vnl8-j10, serial number: (B)(6). According to the facility, no abnormalities were observed with the endoscope. The processor does not come into direct contact with the patient. Based on the information obtained, there is no information suggesting a causal relationship between the reported processor power loss and the nosebleed that occurred during the procedure. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report, b5. Refer to h11, f7: follow up #01, f11: updated dates, f13: updated dates. Additional information: d4: primary unique device identifier (UDI), h11: evaluation summary, f9: age of device, f10: continued: international medical device regulators forum (imdrf) adverse event reporting component code changed to 497 power cord. Evaluation summary: the reported event was that the processor suddenly lost connection and the image became unavailable during the procedure. During withdrawal of the endoscope, the patient's nasal cavity was unintentionally injured, resulting in nasal bleeding. The patient experienced epistaxis, and hemostasis was achieved by nasal packing using a hemostatic material. No further information regarding the patient outcome has been received. According to the information obtained from the user facility, no abnormalities were identified in the system cart or the commercial power supply at the time of the event. After the field technician reconnected the power cord, the processor started up normally and has functioned properly since then. Both the processor and the endoscope have continued to be used without further issues. The device was not returned for evaluation. Therefore, the exact cause of the event could not be determined. Based on the available information, a temporary interruption in the power supply is considered a possible contributing factor; however, this could not be confirmed. There is no conclusive information establishing a direct causal relationship between the processor and the reported nasal bleeding. The processor does not come into direct contact with the patient. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the processor was manufactured at yamagata on 06-nov-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the actual date shipped was confirmed as 10-nov-2020. Based on the trend analysis, there is no significant increase or upward trend in complaints related to this failure mode. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
Refer to h11.